Event description:
Customer reports to have disconnected from insulin pump for an hour due to believing she had over-bolused. Customer states blood glucose dropped to 29 mg/dl. Customer treated with sugar and candy. Customer inquired if being disconnected would affect report with healthcare professional. Customer was advised that report would not be affected. Customer declined troubleshooting for low blood glucose. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.